Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the device stopped working and failed to cauterize the bleeding site. The patient lost a total of 400 mls of blood of which 100-200 mls of blood lost was unnecessary if the device was functioning properly. The procedure was completed with a different device. The patient was hospitalized for recovery and observation. The patient was discharged on (B)(6) 2015. The patient's haemoglobin at discharge was at 12+, and did not require blood transfusion. Patient was checked four weeks after discharge and was reportedly doing well.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, a supplemental report will be submitted.